Event description:
It was reported that due to fluid loss and fluid return from cylinders the patient had his inflatable penile prosthesis (ipp) removed and replaced. The ipp was explanted and a new device consisting of cylinders, pump and reservoir were implanted. The previous reservoir remains implanted due to severe encapsulation and the surgeon did not want to make an extra incision to removed the component. Should additional information be received a supplemental report will be submitted.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to fluid loss and fluid return from cylinders the patient had his inflatable penile prosthesis (ipp) removed and replaced. The ipp was explanted and a new device consisting of cylinders, pump and reservoir were implanted. The previous reservoir remains implanted due to severe encapsulation and the surgeon did not want to make an extra incision to removed the component. Should additional information be received a supplemental report will be submitted.